Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient wife that an alarm was going off every 4 hours and after approximately a week, the patient further reported that ¿one of the leads was having a problem.¿ it was noted that the right ventricular (rv) lead had a confirmed fracture, which caused an acute impedance increase to unstable measurements. It was also noted that the rv lead had a high sensing integrity counter (sic) and noise that was easily reproducible. The lead was capped and replaced. No patient complications have been reported as a result of this event.